Manufacturer narrative:
MDR 3003442380-2026-89102 / initial 4 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four adhesive issues and the infusion set fell off on (B)(6) 2026. The patient had infection and bleeding at site.